Event description:
It is reported that after inserting the distal portion of the stem, the surgeon was trialing with the metal (B)(4) trials. He tapped the trial on the stem. After he trialed the body, he wanted to change the version. However, he could not loosen the jack screw. The metal body trial would not release from the taper. It was unable to be removed on the back table either.

Manufacturer narrative:
Eval summary: the per states that the surgeon "tapped" the trial onto the stem. This agrees with the procedure described in the surgical technique. It is most likely that the surgeon overestimated the strength of the "tap" needed to temporarily fix the provisional body onto the stem. The surgeon appears to have followed the method suggested by the surgical technique to free the stuck assembly and resolve issue. Evaluation: as returned the stem is seized with in the proximal trial. Corrosion is noted at the junction between the trial and the stem. It is not known, however, when this corrosion was first evident. Device history records for both the stem and the proximal trial were reviewed and no anomalies were noted. The trial had a potential field age of approx 15 months at the time of the incident. No further info is available at this time.